Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient experienced  tachycardia. Very rare undersensing was also noted on the right ventricular (rv) lead on some stored electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.